Manufacturer narrative:
Concomitant products: product ID: 8780, serial#: (B)(4), implanted: (B)(6) 2014, explanted: (B)(6) 2021, product type: catheter. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(4), ubd: 28-oct-2016, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a company representative regarding a patient receiving prialt (ziconotide) (40 mcg/ml, 4.304 mcg/day) and hydromorphone (600 mcg/ml, 64.56 mcg/day) via an implantable pump for spinal pain and radicular pain syndrome. It was reported that hcp was doing a normal pump replacement on the date of this report, however during the surgery the hcp noticed the catheter had been pulled out of the intrathecal space so they had to do a catheter revision today. It was noted they replaced the whole catheter with a new one. The plan was to put the pump in minimum rate and the rep wanted to know if they would have to do a priming bolus if they were keeping the pump at min rate. Options were reviewed to either not prime today but possibly having to prime later or to just do the prime today. The rep indicated they would prime today and were walked through how to prime while the pump infusion was at minimum rate on the tablet. Patient weight was asked but unknown. Patient symptoms were not reported.